Manufacturer narrative:
The patient was contacted for some additional information and reported that besides the patient line of the homechoice cassette separating from the transfer set, it was also noted that the transfer set was loose on the other side, where it connects to the titanium adapter. The patient clarified that there were no issues with the titanium adapter and it was still in use after the reported event. The transfer set was replaced. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette disconnected from a transfer set during peritoneal dialysis therapy. This event occurred during dwell six of eight. The patient was not connected. The care giver (cg) stated they put a red clamp on the transfer set so it would not drain out. The cg was to follow up with the peritoneal dialysis registered nurse or emergency room. The renal therapy service agent assisted the cg to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.